Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. The blood glucose reading at time of call was 403 mg/dl. The customer stated that she was in the hospital after birth of a child and does not have a reservoir or infusion set available at the time. The customer was concerned that the device was not functioning and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.